Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a lapse in connected cgm due to delayed dexcom g7 sensor supply, reverted to backup mdi therapy, recorded a fingerstick blood glucose of 425 mg/dl with associated symptoms, and later applied a new sensor and reconnected to the ilet, with glucose stabilizing thereafter. Symptoms included hyperglycemia with nausea, lethargy, and reported confusion or disorientation. Outcomes included use of medication as an unexpected medical intervention and characterization of the event as a serious illness or impairment. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no specific device problem or component finding due to insufficient information, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.